Event description:
A malfunction alarm, identified as "malf 9," was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood.